Manufacturer narrative:
Additional information: sections d.6b & h.6. The recipient's device was explanted. The recipient will not be reimplanted. Additional information regarding treatment details were not provided. The recipient's device ill reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. The recipient is recovering. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient reportedly had multiple fluid extractions and anti-inflammatory treatments (type unknown), however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.